Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). It was said the patient experienced a decreased ipp functionality over the last few years due to less rigidity of erections as the device was partially inflating. During an appointment with the physician it was determined the patient operated the pump reasonably well, however the pump appeared to lock out early. The patient also specified experiencing a decreased enjoyment of life, sadness and grumpiness. With the assessment the patient wanted to proceed with an ipp revision, scheduled for (B)(6) 2020.